Event description:
It was reported that this pacemaker's battery was depleting faster than expected. The remaining longevity had been 12 years and recently it was six months. Disk analysis revealed that the power consumption by the device had been steadily increasing over the past year. Technical services recommended device replacement. At this time, the device remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this pacemaker's battery was depleting faster than expected. The remaining longevity had been 12 years and recently it was six months. Disk analysis revealed that the power consumption by the device had been steadily increasing over the past year. Technical services recommended device replacement. At this time, the device remains in service and no adverse patient effects were reported. Additional information received indicated that despite the patient's covid positive status, the pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention.

Event description:
It was reported that this pacemaker's battery was depleting faster than expected. The remaining longevity had been 12 years and recently it was six months. Disk analysis revealed that the power consumption by the device had been steadily increasing over the past year. Technical services recommended device replacement. At this time, the device remains in service and no adverse patient effects were reported. Additional information received indicated that despite the patient's covid positive status, the pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.